Event description:
Info from a law firm alleges that: "on or about (B)(6) 2005, a female pt was admitted to (B)(6) due to a pulmonary embolism. There it was determined that an ivc filter would be implanted. That same day, the cook gunther-tulip filter was inserted into the pt. There were no complications at that time. On or about (B)(6) 2013, the pt went to a consult at the same hospital to determine whether the cook filter could be removed. It was there that she was informed by her doctor that the cook filter had punctured vena cava and was causing severe irritation to the vertebral body. The doctor informed the pt that it would be extraordinarily difficult to remove the cook filter due to the perforation of the vena cava, the possible adherence to the wall of the vena cava, and the likeliness that the filter had fused to vertebral column. Any removal attempts were deemed too risky due to the creation of unnecessary trauma for the pt's vena cava". It is alleged that the pt suffered significant and severe injuries to her body.

Manufacturer narrative:
(B)(4). Investigation- a review of the complaint history, instructions for use (IFU) and specifications was conducted for the purpose of this investigation. The investigation is based on limited information provided. The alleged information reported from a law firm is that the patient was admitted to (B)(6) hospital in (B)(6) due to a pulmonary embolism in (B)(6) 2005. No complications were reported at the time of implantation. Around (B)(6) 2013, the patient went for a consultation to determine whether the cook filter could be removed. During the consultation, the patient was informed by her doctor that the cook filter had punctured the vena cava and was causing severe irritation to the vertebral body. The doctor informed the patient that the filter would be difficult to remove due to the perforation of the vena cava, the possible adherence to the vertebral body, and likeliness that the filter had fused to the vertebral column. It is alleged the patient suffered significant and severe injuries to her body. The product ifus contain a potential precaution of acute damage to the inferior vena cava and thrombosis or stenosis at the implant site. The ifus warn that excessive force should not be used to place and/or retrieve the filter. The following is mentioned in the IFU as a potential adverse events that may occur with the use of this device: acute damage to the inferior vena cava. Acute pulmonary embolism. Extravasation of contrast material at time of vena cavagram. Hematoma at vascular access site. Hemorrhage. Thrombosis or stenosis at implant site. Wound infection at vascular access site. Death. Without clinical imaging it is impossible to comment on the tulip filter, which allegedly had punctured the vc and was causing severe irritation to the vertebral body more than 8 years after implant. Also, it is impossible to comment on the physician's assumption of difficult filter retrieval, the possible adherence to the vertebral body, and likeliness that the filter had fused to the vertebral column. Filter perforation of the vena cava wall is a known risk. Several case reports published in scientific literature describe filter perforation of the vena cava wall. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. The product is manufactured, inspected, and packaged per specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No other complaint have been detected within the same lot. A reference is made to the instructions for use: damage to the vena cava. Pulmonary embolism. Filter embolization. Vena cava perforation. Vena cava occlusion or thrombosis. Hemorrhage. Hematoma at vascular access site. Infection at vascular access site. Death. Based on the available information, we are unable to determine if this failure was due to a procedurally related event, the patient¿s condition and/or the device itself. As such, the root cause of this event is undetermined.

Event description:
Information from a law firm alleges that: "on or about (B)(6) 2005, a female patient was admitted to (B)(6) hospital in (B)(6) due to a pulmonary embolism. There it was determined that an ivc filter would be implanted. That same day, the cook gunther-tulip filter was inserted into the patient. There were no complications at that time. On or about (B)(6) 2013, the patient went to a consult at the same hospital to determine whether the cook filter could be removed. It was there that she was informed by her doctor that the cook filter had punctured vena cava and was causing severe irritation to the vertebral body. The doctor informed the patient that it would be extraordinarily difficult to remove the cook filter due to the perforation of the vena cava, the possible adherence to the wall of the vena cava, and the likeliness that the filter had fused to vertebral column. Any removal attempts were deemed too risky due to the creation of unnecessary trauma for the patient's vena cava." It is alleged that the patient suffered significant and severe injuries to her body. Patient medical records provided state: according to the records received, the patient has a history of thrombophilia, recurrent deep vein thrombosis, a history of pulmonary embolism, and factor v leiden deficiency. Extensive thrombus with a pulmonary embolism in 2005 led to a gunther-tulip filter placement in the right common femoral and right superficial femoral veins. The filter had some reports of symptomatic perforation, however, the physician concluded that it was more likely asymptomatic and stable in the patient's case. The physician's impression of the case was that the patient was complex with thrombophilia, factor v leiden deficiency with the presence of an ivc filter. The patient is asymptomatic with no evidence of lower extremity swelling. The risks of removing the filter outweighed the benefits of leaving it in place.

Manufacturer narrative:
(B)(4). The event is currently under investigation.